Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs that they are functioning properly and passed all functional testing. However, found two of the three transfer guard needles were occluded and the remaining transfer guard passed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin kept going back into the vial from the reservoir. Customer's blood glucose was 73 mg/dl. During troubleshooting, insulin exit with manual prime and device did not alarm. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.